Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image issues were due to corrosion of ccd (charge coupled device), plug and printed circuit board. The b30 error was due to the ic (integrated circuit) chip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope displayed a b30 (communication) error, noisy image, and flickering image. There was no patient involvement.